Event description:
Complainant alleged that during a routine shift check by a clinician, sparks came out of the device when the power cord was plugged into the ac socket of the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.